Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va36b2c serial# implanted: (B)(6) 2025; explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6), ubd: 24-jun-2027, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that they have been shocked and feel like electrical lightning bolts were being shot through them with excruciating pain. Patient stated that when they push their butt back in a chair or move their butt in a car for any reason, it is like lightning bolts shot into their butt cheek and it was unbearable. Patient mentioned that they went back to the doctor on friday and the doctor said that it was between the implant and going into their coccyx and the wire being shot between gets really bad. Patient also stated that if they move their left foot inwards the smallest amount, a quarter of an inch, it feels like a lightning bolt in their butt or if they lift their left leg up the slightest bit it was miserable. Patient said that they were on muscle spasm medicine and pain medication and they still get up at night with the pain. Agent asked the patient if this has been occurring since they got the permanent device implanted and the patient stated yes. Patient added they already lowered the stim intensity and even though it's not as bad as it was before it still persists; their patient representative suggested turning the therapy off when they're going to bed and that has helped. Reviewed stimulation expectations. The patient was redirected to their healthcare provider (hcp) to further address the issue.